Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned and was completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a routine CT follow up procedure which showed that there was a peri device leak of more than 5mm. No intervention or treatment was performed at the time. The physician planned a follow up transesophageal echocardiogram procedure to reassess the leak at a later date.